Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a perforation of an arcuate incision in a patient's right eye during a laser assisted cataract procedure. The arcuate incision seemed to be fine after the laser procedure but perforated as the doctor was trying to open it with a hook. The surgeon thinks that the patients advanced age and frail tissue could have contributed to the event. Two interrupted sutures were used to stop the leak. Upon follow up, the surgeon had to re-suture again on one day post-operative visit.

Manufacturer narrative:
Femtosecond lasers fire perforating pulses to perform capsulotomies. It is possible that these perforations can lead to a weakening of the capsule and result in unexpected tears. However, ocular or patient movement during treatment, ocular anatomy, and surgical technique can also contribute to, or be the cause of, a capsule tear during a manual or a laser-assisted cataract procedure. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).